Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had air in the line during use. The following information was provided by the initial reporter, translated from portuguese: "equipment with air in the extension sensitive to the infusion pump, preventing the medication from being administered in the infusion pump, needing to be changed twice, lot number: 21l01la331. This failure in this material causes patient and family dissatisfaction."

Manufacturer narrative:
H6: investigation summary: a device history review could not be completed as no batch number was provided. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had air in the line during use. The following information was provided by the initial reporter, translated from portuguese: "equipment with air in the extension sensitive to the infusion pump, preventing the medication from being administered in the infusion pump, needing to be changed twice, lot number: 21l01la331. This failure in this material causes patient and family dissatisfaction."